Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose at the level of 420 mg/dl. No symptoms was reported with the event. The customer did not state how they treated the blood glucose. The customer stated they had a bent cannula in the infusion set. Troubleshooting was provided for the bent cannula and customer declined troubleshooting for high blood glucose. Insulin pump is not expected to be returned for analysis.